Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump (iabp) was not filling balloon. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: other contact person name: (B)(6). Other contact email: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) failed to inflate the balloon. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation, medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the issue could not be duplicated during evaluation and no malfunction with the getinge balloon was identified. No parts were replaced. Product passed all functional and safety tests per manufacturer specifications. All customer contact information have been provided.

Manufacturer narrative:
Correction field: h6(medical device ¿ problem code). Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the issue could not be duplicated during evaluation and no malfunction with the getinge balloon was identified. No parts were replaced. Product passed all functional and safety tests per manufacturer specifications. All customer contact information have been provided.